Event description:
Device 1 of 6. Reference MFR report#'s,1627487-2019-01158, 1627487-2019-01159, 1627487-2019-00969, 1627487-2019-01160, 1627487-2019-01161, it was reported that scs system was no longer providing effective therapy. As a result, the system was explanted.